Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the triggers were sticking was not confirmed as the device passed all pre-repair diagnostic assessments. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had worn components due to normal wear out from use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during cleaning, it was observed that the triggers on the compact air drive device were sticking. This event did not occur during surgery. There was no human patient involvement as the device was used for veterinary purposes. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.